Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on a atellica ch 930 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found there were atellica test protocol (atp) sample mix (s-mix) issues. The cse replaced the mixer, performed adjustments and the s-mix test was found to be acceptable. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on a atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous, falsely depressed crea_2 result.